Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part: 04.027.055s, lot: l581861, manufacturing site: (B)(4), release to warehouse date: 22. Sep. 2017, expiry date: 01. Sep. 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation (orif) surgery for the femoral trochanteric fracture with proximal femoral nail antirotation (pfna) on (B)(6) 2019. During surgery, the surgeon found out by x-rays that the pfna-ii blade was not locked even after turning an impactor clockwise. Then, the surgeon extracted the pfna-ii blade and reassembled the impactor and the blade. Eventually, the blade was locked properly on the second attempt. The surgery was completed successfully with less than 30 minutes delay. There was no adverse consequence to the patient. This report is for one (1) pfna-ii blade l100 tan. This is report 2 of 2 for complaint (B)(4).